Event description:
It was reported that during an unknown procedure, the clips scissored and did not close all the way (malformed). The case was completed with another device of the same product code. There was no additional information available per rep. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were within specification. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed two scissored clips. In addition the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ the device record was reviewed and no anomalies were noted during the manufacturing process.